Manufacturer narrative:
Qc and system check data are not available. Service was not requested. A clear root cause can not identified for this event.

Event description:
A customer contacted beckman coulter (bc) in regards low estriol results on multiple patients generated by unicel dxi 800 access immunoanalyzer. The erroneous results were not reported out of the laboratory. Reagent lot was replaced and the samples were repeated on the same unit. The results were within the reference range. Patient repeat results not provided and the customer stated via phone the results were within the range. Patient treatment was not impacted by this event.